Manufacturer narrative:
Eval: method: device history record review. Results - no similar defect was reported during the mfg or package processes of this lot. Conclusions: a CAPA was opened to address this issue (B)(4). If additional info is received that affects the conclusion of the investigation, a follow-up report will be sent.

Event description:
The event is reported as: complaint alleges: "staple jammed/they could use only one or two staples. Defect was discovered during an unk operation. No medical intervention was necessary. No pt injury reported.